Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the suture was missing. A flexima¿ drainage catheter was selected to be used for a nephrostomy procedure. During preparation, it was noted that the device did not have a suture attached to it. The device did not enter the patient's body. No patient complications reported.